Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the machined head and cable were damaged, the reciprocating arm and screws were worn, the switch did not always function, the motor was corroded, and the motor speeds were unstable; however, the repair has not yet been completed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: france.

Event description:
It was reported that prior to surgery, the device was out of order. There was no patient involvement. At investigation it was noted that the device had unstable motor speeds. Due diligence is complete and there is no additional information available. There was no adverse event associated with this malfunction.